Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). Lead sensitivity was adjusted and the lead remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.